Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) and the controller ((B)(6)) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2024, and two hundred twenty (220) low flow alarms logged since (B)(6) 2024. Log file analysis also revealed motor start events recorded on (B)(6) 2021 at 17:34:59, and on (B)(6) 2021 at 13:04:05, 13:14:15, 13:18:33, and 13:21:14 in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed several failed motors start events recorded on (B)(6) 2020; however, pump serial number was not programmed until (B)(6) 2021 which correlates with the reported events occurring during ¿demonstration¿ and not while the controller was in use. Log file analysis revealed one (1) controller power-up event with an associated pump start event logged on (B)(6) 2024 at 09:56:01, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 99% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 93% rsoc. The data point after the loss of power reve aled that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The controller was without power for 27 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including, but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the loss of power event can be attributed to the double disconnection of power sources as described in the event details. CAPA pr00551638 is investigating controller losses of power. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, right heart failure is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: product controller 2.0- serial# (B)(6) h3: yes d9: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation section d10: lead: 407652, 694765 implant date: 29-nov-2011 additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model#: 1420 / catalog#:1420 / expiration date: 31-may-2025 /serial#: (B)(6) d9: no h3: no h4: mfg date: 04-jan-2024 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. ### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed motor start events with parameters outside of the typical range, failed motor start, numerous low flow alarms, and the controller exhibited an unexpected loss of power. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had presented to the clinic with complaints of low flow alarms and an accidental double disconnect of power sources were noted the patient was in slow atrial fibrillation. Upon review of log files revealed a sudden drop in power and flow, which appeared to start to increase again. The motor start was normal. The patient international normalized ratio (inr) was 1.2, lactate dehydrogenase (ldh) 300, and no other symptoms. A computed tomography angiography (cta) was scheduled, and an echocardiogram showed decrease right ventricular function. The patient was held for observation. It was noted that it was suspected the numerous motor start events, and motor start failures were believed to be from demonstration.